Event description:
Syntax registry. Same case as MFR# 6000089-2007-01717. It was reported that during the initial coronary artery drug eluting stenting treatment procedure that the pt experienced a vessel dissection. The pt was enrolled into the study on a loading dose of clopidogrel including procedure medications of heparin, nitrates, aspirin, and diuretics. During the initial procedure the physician attempted to stent the right intermedius lesion with a 2.25x12mm taxus express 2 drug eluting stent. However, this stent could not cross the lesion due to a distal edge dissection caused by a 2.0x20mm maverick monorail balloon. A 2.25x24mm taxus express 2 drug eluting stent was successfully implanted during the procedure. No other treatment of the dissection was performed. The pt condition was reported as good. The pt was discharged the next day on beta blockers, anti-anginal, thienopyridine and antiplatelet medications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.